Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the error 52 appeared and when the speaker was replaced, the device has no further issue. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective speaker (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: main battery & rfid tag battery replaced: (B)(6)2024. Had to replace speaker assembly: got error code 52 when plugged into power and computer once powered on. No further issue once replaced. Also refit upper casing, was not correctly placed. Updated hospital name, and configured wifi settings; upgraded pump software to 2.2d and wifi software. Performed all calibrations & all pm tests successfully. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.